Event description:
Patient came to the clinic requesting to have her nova max meter checked because she has been getting blood sugars over 160 in the past week and she is watching her diet, exercises and is taking her medication as prescribed. Patient's test strips were ok, but her meter was found defective. Rx for new meter given, also reviewed safe storage for meter and correct steps when performing glucose test with handout provided. Patient verbalized understanding. Event abated after use stopped or dose reduced: yes.